Manufacturer narrative:
An event of transvalvular leakage and a rolled back non-coronary cusp was reported. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. A review hydrodynamic testing videos filmed at the time of manufacturing confirmed the valve conformed to functional specifications prior to leaving abbott manufacturing facilities. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
An event of transvalvular leakage and a rolled back non-coronary cusp was reported. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2017, an aortic valve replacement (avr) was performed and this 21mm trifecta gt valve was implanted. Following removal of the patient from cardiopulmonary bypass (cpb), the left ventricle became dilated and a transvalvular leak was confirmed on echocardiogram. The patient was returned to cpb and upon re-opening the aorta, one of the cusps located at the non-coronary cusp (ncc) was rolled back toward the aortic wall. The cusp was re-shaped and held in the original position by using clamp forceps. While the surgeon assess for the recurrence of transvalvular leakage or any anomalies/damages on the valve, the ncc continued to remain rolled toward the aortic wall side. The surgeon assumed that the transvalvular leakage was the result of the recurvate cusp. As the surgeon was concerned the patient would not tolerate an additional procedure (re-do valve), the surgeon elected to place a single stitch to both sides of the ncc commissures in order to place the recurvate cusp in the appropriate position. The aorta was re-closed and the procedure was successfully completed with no further issues. On (B)(6) 2017, the postoperative course was reported to be uneventful and the patient has been doing well. According to the surgeon, maneuver for sizing and passing through sutures into the patient's annulus were uneventful during implantation of the valve. Per report, neither surgical instruments nor sutures came in contact with the valve until the ncc was re-shaped using clamp forceps. The surgeon could not identify the exact cause of the transvalvular leakage. Patient specific information of patient identifier, age or birthdate, and weight are not available for this complaint. No additional information is expected.